Event description:
Devilbiss healthcare was notified on (B)(6) 2020 of a complaint involving a 525ds 5-liter stationary oxygen concentrator. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The complainant noted "overheating issues" and the unit was returned to devilbiss for evaluation. The inside of the unit was infested with insects and as a result, the unit was scrapped. We are submitting this complaint as part of a larger, retrospective review oxygen concentrator complaints.

Event description:
Devilbiss healthcare was notified on (B)(6) 2020 of a complaint involving a 525ds 5-liter stationary oxygen concentrator. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The complainant noted "overheating issues" and the unit was returned to devilbiss for evaluation. The inside of the unit was infested with insects and as a result, the unit was scrapped. We are submitting this complaint as part of a larger, retrospective review oxygen concentrator complaints.